Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned samples. H6: investigation conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned samples. Two 6 fr angio-seal devices were returned to terumo medical corporation for product evaluation. One returned package was a sealed angio-seal package. The opened package included the header bag, arteriotomy locator, hemostasis sheath and carrier tube assembly. The temperature dot indicator on both packages had been triggered. The device returned with the opened package was subjected to the following analysis: visual inspection revealed that the hemostasis sheath and carrier tube assembly were mated, and the locking mechanism was set to rear lock position. There were blood-like substances on the returned device. The anchor was found enclosed within the tip of the hemostasis sheath. No visual anomalies such as dents, kinks or mechanical damages were found on the returned device. Functional testing was performed on the open sample. The carrier tube assembly was unmated from the hemostasis sheath and the locking mechanism was reset to forward lock position. When the reset carrier tube assembly was mated to the hemostasis sheath, a clicking sound was clearly heard and the anchor was observed to release from the tip of hemostasis sheath as intended. The device cap was pulled back to set the locking mechanism to rear lock position and the anchor was observed to become posted on the tip of the hemostasis sheath. A digital force was applied to the anchor and the suture, collagen, tamper tube and clear stop were released as intended without any resistance. No functional anomalies were observed. The sealed package was subjected to the following analysis: all of the accessory components were removed from the packaging and examined. No visual anomalies were noted with any of the accessory components. The poly-foil pouch was opened carefully, and the device was examined. No visual anomalies were noted. For functional testing, deployment of the device in a vessel model was carried out. The guidewire was placed into the arterotomy in the vessel model. The hemostasis sheath and arteriotomy locator were assembled, tracked over the guidewire and placed into the vessel model. No anomalies were noted. The arteriotomy locator and guidewire were then removed from the hemostasis sheath and the carrier tube assembly was inserted. When the device cap was in the full forward lock position and mated with the hemostasis sheath, the anchor became exposed at the distal tip of the hemostasis sheath. The device cap was then pulled into the rear lock position exposing the color bands of the deployment sleeve and the anchor posted at the distal tip of the hemostasis sheath. The device was pulled back and tamper tube and clear stop could be seen. The tamper tube was advanced until the black marker was visible. The collagen and anchor formed the knot successfully as intended. There were no anomalies noted during the functional deployment of the returned devices. The complaint could be confirmed for a device pullout. The exact root cause could not be determined. The likely root cause is not placing the device in full forward lock position. The DHR review determined that the device was released in a conforming state. There is no indication that any manufacturing errors led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician did not hear a click when inserting the angio-seal device carrier device into de sheath. He repeatedly tried to 'click' the device. Eventually it seemed as if the carrier tube was aligned with the sheath although the physician had not heard any clicking sound. The physician was able to click back in the rear lock position (with clicking sounds). Upon pulling the angio-seal back to set the anchor against the anterior vessel wall, the angio-seal came out completely and the anchor was found in the sheath. They closed the groin by manual compression and hemostasis was achieved. The procedure performed for the patient prior to use of closure device was retrograde puncture of the afc. A 6fr sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre- deployment angiogram was performed with minimal calcification found. Issue with deployment, or withdrawal of the device. Details: tactile feedback was minimal due to lacking the first clicking sound. By the point of "setting the anchor against the anterior vessel wall" by pulling back. No resistance was felt and then whole device came out. The patient's condition was stable. There was no patient harm. There was minimal blood loss. There was no extreme bmi measured. Additional information was received on 17jun2021. The minimal blood loss was less than 250cc.